Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that her blood glucose was 53 mg/dl. Customer's blood glucose at time of call was 304 mg/dl. During troubleshooting, found bolus history was off. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.